Event description:
It was reported that stent difficulty removal from the stent occurred. During the procedure, a 4.00 x 48mm synergy xd drug-eluting stent was prepped and advanced to treat the lesion. It was deployed, and the sds was deflated. The stent balloon was then reinflated for post-dilation. However, upon deflation, the balloon appeared stuck to the stent and would not retract. Multiple attempts to pull the balloon were made. Eventually, the balloon was released from the stent and removed from the body intact. The procedure was completed without any patient complications reported.